Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. Dexcom reviewed receiver data on 10/24/2014. Data does not show inaccurate readings for date of issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. At the time of contact the patient did not report any injury or medical intervention.